Event description:
The customer originally returned his oiympus evis exera iii bronchovideoscope due to an unspecified defect noted on the distal end. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the coating material of the insertion tube was peeling off. This report is being submitted to capture the confirm peeling coating material found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the coating material on the insertion tube was found peeling off. Additionally, the distal end adhesive was failing and the universal cord had buckling present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause was not identified. Based on the results on the results of the investigation, the insertion tube had physical stress/chemical stress while the user was handling the subject device. As a result, the coating of the tube peeled off. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.